Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. The reported inability to communicate with the programmer was confirmed in the laboratory and was due to a low battery voltage. The device was tested on the bench and the root cause was due to an anomalous component on the hybrid. (B)(6). (B)(4).